Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture as well as bilateral exchange due to concern with product. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification.) And one opening in posterior side assessed as fold flaw opening. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed.

Event description:
Healthcare professional reported right rupture as well as bilateral exchange due to concern with product. Device was explanted and replaced.